Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple unexpected pump error alarms. Blood glucose value was 170 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve. The device will be replaced and returned.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 3 alarm noted during testing. Pump error 63 alarm confirmed in the pump history due to software error.